Manufacturer narrative:
Initial reporter phone: (B)(6). It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the sheath was leaking from the valve. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive sheath was used. After insertion of the sheath into the patient a leak from the valve was detected. The quantity of the leak was described as a slow drip. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to contamination.